Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker was found to be in back-up vvi mode. A device replacement was recommended, and the patient is currently awaiting the procedure. The patient was in stable condition.